Event description:
The user facility reported a 48-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported low purge pressure alarms that would occur then stop repeatedly. The staff replaced the purge cassette and purge pressure dropped further. The 5% glucose solution was changed to 10% glucose solution, and the purge pressure drop alarm occurred repeatedly at 260-330 mmhg and disappeared. Physician replaced the impella pump successfully.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was filed. The device was returned for investigation. It was reported that there was no problem found with the product. The root cause is most likely due to a use issue.